Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: neurological deficit. Time of ae: during the procedure. It was reported that an acculink stent was successfully implanted at the bifurcation of the left internal and common carotid arteries. During post-dilatation, the viatrac plus balloon rupture at 6-7 atmospheres. The balloon was completely removed from the body. Just after the balloon rupture, the pt lost consciousness for approx 20 hours. Post procedure, the pt had right sided paralysis. The paralysis improved but is continuing in the toe. Though requested, no additional information was provided.

Manufacturer narrative:
Eval summary: eval of the returned device revealed a longitudinal rupture on the balloon proximal to the proximal balloon marker. There were no reported discrepancies observed by the rptr during device preparation or inspection of the device prior to use. A pre-existing hole or rupture in the balloon would likely have been detected during an information for use (IFU) directed preparation or inspection of the device. The lot history review indicated that the samples tested during reliability engineering on-line testing met the product specification requirement. The lot history record was reviewed and no non-conformities were identified. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, over inflation, or insufficient preparation prior to use. Reportedly the carotid lesion treated in this incident was slightly calcified; however, no scratches were observed on the outside diameter of the balloon, which suggest that the balloon rupture may be related to manufacturing. Scanning electron microscopy indicated that the tear initiated along the inner surface of the balloon. Such tears can result from material failures due to over inflation during the procedure or processing issues experienced during the production of the catheter. Reportedly, the pt experienced a neurological event that improved the next day. Neurological events are a carotid procedural risk. It's unk if an embolic protection device was used which would protect against plaque particulate matter. A root cause for the neurologic event could not be determined. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. A field discrepancy notice (fdn) was issued to evaluate the manufacturing process that may have contributed to the balloon rupture. Further investigation and any implemented corrective action will be documented on the fdn.